Event description:
The representative reports that there is noise on the rv lead resulting in inappropriate detection. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.